Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. The patient had circumferential calcium in the abdominal aorta. During the procedure, the insertion of the 14fr esheath was without incident. During insertion of the valve on the 23mm commander delivery system, the operator stated they felt resistance as the valve exited the tip of the esheath. Deployment of the valve was without event. Upon withdrawal of the esheath from the patient at the end of the procedure, it was noted the tip of the esheath appeared torn. All parts of the tip seemed attached. The access closure with the indwelling perclose sutures was successful and the patient was sent to recovery in stable condition. As per follow-up with the fcs, there were no abnormalities noted with the sheath prior to procedure. The expansion tool was used and the loader was able to be fully inserted into the sheath/sheath housing. The sheath was not inserted at a steep angle and the vessel was not pre-dilated. The sheath was not torqued during the procedure. The tear occurred at the sheath tip and no other ew devices were damaged during the case. The perceived root cause for the resistance and torn sheath tip were unknown. There was no patient injury.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The visual inspection of the returned device revealed the following: the returned device was visually examined, and the following was observed: liner is fully expanded as designed; distal tip is open and torn axillary as well as torn along radial score line; hdpe and soft tip are stretched; radial and slant score lines are present; visible soft tip damage; axial score line is present along the outer diameter and inner diameter; and visible scratches along the sheath shaft. Due to the condition of the returned device, no applicable functional or dimensional testing was able to be performed. Imagery was provided and the following was observed: tortuosity was present in the patient's access and calcification was present in the patient's aortic bifurcation/abdominal aorta. The complaints for "difficulty advancing through sheath" and "sheath distal tip torn" were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, -during insertion of the valve on the 23mm commander delivery system, the operator stated they felt resistance as the valve exited the tip of the esheath. Deployment of the valve was without event. Upon withdrawal of the esheath from the patient at the end of the procedure, it was noted the tip of the esheath appeared torn. All parts of the tip seemed attached.- per evaluation of the returned device, the sheath distal tip was observed to be torn axially and radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, the provided imagery showed the presence of calcification within the patient-s aortic bifurcation/abdominal aorta. This is further supported by the presence of visible scratches along the length of the sheath shaft. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification." Calcification can create a constrained condition for delivery system advancement, further contributing to resistance. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.